Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was thinner at the tip than usual and would therefore bend during insertion. The patient was allegedly unable to fully insert the catheter. No medical intervention reported.

Manufacturer narrative:
The reported event was unconfirmed. The samples were received unopened. Visual evaluation of the devices noted no obvious defects. The tip of the shaft was measured with a french gauge. The specification for this product is 14 french +/- 1 french, so the samples met specification. The tip was 13 fr. The tip was the adequate size at the tip. Additionally, the device was compared to visual aid #216 to evaluate for drip tip, smashed tip, lumpy tip, or crushed tip. No defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury , illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the catheter was thinner at the tip than usual and would therefore bend during insertion. The patient was allegedly unable to fully insert the catheter. No medical intervention reported.